Manufacturer narrative:
(B)(4). The sample and all available information were forwarded to the manufacturer, b. Braun (B)(4). Their report states that they received one used introcan safety in opened packaging. The capillary hub was not returned for evaluation. The condition of the receipt, the sample observed the safety clip was not in engaged position and dislodged at the middle of the cannula. Clip deformation was observed. An attempt to withdraw the safety clip until the cannula tip, but the clip was not covering and cannula tip due to the formation of the clip. The blunt tip of the cannula was functionally tested and the bevel was dented. Scratch marks were observed at the crimp area and it showed the evidence that the safety clip was engaged and had stopped at the crimp area. According to the complaint description "the emt failed to put the use stylet of the introcan into a sharps. When cleaning up she felt a sharp puncture in left index finger." It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries; however, cdc guidelines and / or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.

Manufacturer narrative:
(B)(4). The actual sample has been received for evaluation and the investigation is on going at this time. A follow-up report will be submitted when the results of the investigation becomes available.

Event description:
As reported by the user facility: event description: on (B)(6) 2015 an emt was cleaning up scene after an ems run. The emt failed to put the used stylet of introcan into sharps. (Breaching their protocol) while cleaning up she felt a sharp puncture in left index finger. Female emt was seen by an ER physician immediately, labs were ordered and medications given prophylactically and basic first aide provided.